Event description:
Clinical study. Same case as MFR #6000093-2007-00190. It was reported that post index procedure, the patient died. The index procedure treated a de novo lesion in the proximal right coronary artery (rca). The lesion was 3 mm wide, 34 mm long and 90% stenosed. There was moderate calcification. The physician predilated the lesion prior to placing a 3.0 x 12 mm taxus express2 stent as well as a 3.0 x 32 mm taxus express2 stent in overlapping fashion. The stents overlapped by 2 mm. Post dilatation stenosis was 0%. The patient received angiomax, aspirin, and plavix during the procedure. The pt was discharged one day later on aspirin and plavix. Six hundred twenty five (625) days later, the patient died due to stroke, pneumonia and quadriplegia. No autopsy was completed. In the opinion of the physician, the death was not related to the target vessel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.